Event description:
The customer reported that powerscribe and pacs are losing sync and displaying different patient info between the two systems. There was no reported patient injury associated with this event.

Manufacturer narrative:
Investigation results revealed that the reporting site was operating below the minimum version requirements set by both ge and nuance (powerscribe). In addition, ad-hoc exams are viewed while in dictation mode which increases the possibility of the two systems losing sync with each other. When sync is lost, a warning message is printed on the ra-1000 worklist stating such. Pacs 3.1.1.2 has made the sync much tighter between the two tools. (B)(4).